Event description:
The service report shows the unit had no audible alarm. The mallinckrodt customer support engineer (cse) verified there was no audible alarm. The cse installed an audio alarm kit and verified all alarms were operational and the unit passed extended self testing.